Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The weight was listed as (B)(6) but the units were not noted.

Event description:
Customer reportedly received results of 26 mg/dl and 250 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.